Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error. The customer¿s blood glucose was unknown. Customer stated that the they found the motor power supply error. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Interrupt source error not found during testing. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test.